Event description:
It was reported that during one stent assisted coil embolization procedure, the operator used a microcatheter to deliver the subject stent. During delivery a resistance was encountered and the operator decided to withdraw the subject device, however, the delivery wire could not be retracted. The operator applied some force and the subject stent deployed in the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d2a common device name ¿ corrected d2b product code ¿ corrected d4 gtin - corrected due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was retuned deployed within the proximal end of the microcatheter. The stent was noted to be deformed and broken; however this is likely to have occurred during cutting of the microcatheter. The stent delivery wire (sdw) was kinked at 3.5cm from the distal end. There were no anomalies noted to the introducer sheath tip. A functional test was unable to be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the procedure, the operator used a microcatheter to deliver a atlas stent. During delivery after tip of the stent was delivered into microcatheter resistance was encountered and it could not be delivered. The operator withdrew the stent and found the delivery wire could not be retracted. He added some force to pull, and the stent was deployed in microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the stent was retuned deployed within the proximal end of the microcatheter. The stent was noted to be deformed and broken, however this is likely to have occurred during cutting of the microcatheter. The sdw was kinked at 3.5cm from the distal end. There were no anomalies noted to the introducer sheath tip. A functional test was unable to be performed due to the condition of the returned device. The reported events: ¿stent deployed prematurely during use¿, ¿stent difficult/unable to advance or pullback through catheter¿, ¿sdw friction¿ was confirmed based on the device analysis. The reported events: ¿stent difficult/unable to advance or pullback through catheter¿, ¿sdw friction¿ will be assigned a probable cause of procedural factors. The reported and analyzed event: ¿stent deployed prematurely during use¿ will be assigned a probable cause of procedural factors and analyzed event: ¿sdw kinked/bent¿ will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The analyzed event: ¿stent deformed¿ will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported that during one stent assisted coil embolization procedure, the operator used a microcatheter to deliver the subject stent. During delivery a resistance was encountered and the operator decided to withdraw the subject device, however, the delivery wire could not be retracted. The operator applied some force and the subject stent deployed in the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.